Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the (B)(6) 2010 and performed to specification up to the (B)(6) 2013. The device failed multiple self-tests due to a low battery between the (B)(6) 2013 and the (B)(6) 2015. Multiple manual power ups one of ten minutes duration were recorded in the device memory between the (B)(6) 2015. This may suggest the device was switching on automatically and the user was intervening by removing the pad-pak to power off the device. Investigation found the reported fault can be attributed to membrane failure. The excess current drain and measurements would confirm a failing membrane. The fault could not be replicated with a known good membrane. The self-test fails may be due to the device not being properly seated in the device, a partially depleted unit may have been installed or the membrane failure resulting in a high current drain. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.